Event description:
The svc report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The eval and repair of the device has not been completed.

Manufacturer narrative:
(B)(4).